Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume intermate leaked. The leak was observed at the end of the tubing where the blue cap is located. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: march 7, 2018 - march 8, 2018. The device was received for evaluation. Visual inspection revealed that the blue winged luer cap was untightened and resulted in a leak into the overpouch. A functional leak test was performed on the device with the luer cap tightened and no evidence of leak was found. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.